Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns floppy; guide cath: heartrail jr4.0. (B)(4): indications for use/restenosis. Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Failure to advance/cross and difficulty to remove/resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the japan xience xpedition drug eluting coronary stent system instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it is likely that the IFU deviation caused or contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, 99% in-stent restenosis of an unknown stent. The 2.5x15 mm xience xpedition stent delivery system (sds) was advanced towards the lesion, but failed to cross. The sds was being retracted when the stent implant of the xpedition sds became caught on the unknown stent, which resulted in flared stent struts. The lesion was further dilated and a new xience xpedition of the same size was implanted successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.